Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a lawsuit alleged that the patient's device was "explanted as direct result of device failure". "The defect in the product was caused by the way the product was manufactured, including, but not limited to the use of defective, improper and unapproved components used in the manufacturing" of patient's device, causing patient's device to fail and the need for patient's device to be explanted. The patient "sustained physical injuries." The device was replaced.